Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh ams apogee and ams perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Reason for surgery: pop, sui. Concurrent procedures: cystoscopy. It was reported that following insertion the patient experienced pain, urinary/bowel problems and dyspareunia. It was reported that patient underwent an exploratory and diagnostic laparoscopy and lysis of adhesions on 04/16/2009 due to chronic pain.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency and urinary incontinence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.